Event description:
The steris lighthandle cover has fallen off of the steris light handle during numerous surgical cases. In some cases, the lighthandle cover fell onto the sterile field which could cause a potential risk to the patient. Reference reports mw5115692, mw5115693, mw5115695.